Event description:
It was reported that this shaver handpiece functioned intermittently during use. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigational findings: the handpiece was received for evaluation and the reported problem was confirmed. Further investigation found that the handpiece has the potential to operate on its own. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for failures. There are no reports of injury related to this failure mode.